Event description:
Customer reported unexpected negative results when testing a sample with a known anti-e with capture-r ready-screen pooled (crrs pooled) on the galileo. Repeat testing on a different galileo instrument also resulted negative.

Manufacturer narrative:
Tested returned sample on in-house galileo using: - retention crrs pooled, lot cw203, exp. 2010-01-19: sample was negative with heterozygous ee cell 2 (known pos in house sample reacted as expected). - retention capture-r ready-screen 4, lot k242, exp. 2010-02-02: sample was positive with homozygous ee cell 2 (known pos in house sample reacted as expected, plus weak extra reaction in cell 1). - retention capture-r ready-screen I and ii, lot x300, exp. 2010-01-05: sample was positive with homozygous ee cell 2. - retention capture-r ready ID, lot id122, exp. 2010-02-16: sample was negative with heterozygous cell 1, positive with homozygous cell 3 and weak positive with heterozygous cell 6. Tested returned sample manually by tube method using panocell-16. Sample was 1+ at 4°c, rt and 37°c and -/+ at ict with homozygous cell 3. Sample was negative at all conditions with cell 2 (homozygous e). Known positive in-house sample reacted as expected. The event appears to be related to the nature of the sample.